Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Customer stated that this had been a recurring issue for about a week leading up to the call. Blood glucose level at the time of the incident was not provided. The customer was unable to troubleshoot at the time of the call and stated that he would call back. The customer was ultimately sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.